Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was in an inpatient room and needed an MRI. The caller said that the patient had the remote and the communicator, but it would not connect to the implant. The caller also said that the patient said they didn't use the device, but they did have the capability to charge it. The caller confirmed that the bluetooth light was flashing on communicator. The patient was not present for any troubleshooting as they are up on a hospital unit. The caller will call back to troubleshoot when they were with the patient, if needed.